Manufacturer narrative:
The returned pad device had several manual events recorded between (B)(6) 2012. Some of these lasted 10 minutes. Multiple manual events would indicate the device was switching itself on automatically. The problem with the device was attributed to the failure of the d64 diode. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.